Event description:
A peritoneal dialysis (pd) a patient reported a fluid leak was discovered upon removing the cassette during tx complete - step 9 remove cassette of treatment. The cycler prompted with an m31 air detected in cassette warning during drain 2 of 5 of treatment. Fluid was discovered on the external of the cassette and leaked from an unknown location. Fluid was not discovered in the pump module area. The film on the back of the cassette was not loose. Treatment was cancelled. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated fluid was noted following the reported m31 air detected in cassette warning cycler alarms and during step 9 of treatment as treatment was cancelled. The patient cancelled treatment and found fluid on the external of the cassette. The film on the back of the cassette was not loose and the cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane vacuum check ¿ failed. Measured (vacuum < 160 mbar): 176 mbar failure traced to: clogged hp filters. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A peritoneal dialysis (pd) a patient reported a fluid leak was discovered upon removing the cassette during tx complete - step 9 remove cassette of treatment. The cycler prompted with an m31 air detected in cassette warning during drain 2 of 5 of treatment. Fluid was discovered on the external of the cassette and leaked from an unknown location. Fluid was not discovered in the pump module area. The film on the back of the cassette was not loose. Treatment was cancelled. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated fluid was noted following the reported m31 air detected in cassette warning cycler alarms and during step 9 of treatment as treatment was cancelled. The patient cancelled treatment and found fluid on the external of the cassette. The film on the back of the cassette was not loose and the cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) a patient reported a fluid leak was discovered upon removing the cassette during tx complete - step 9 remove cassette of treatment. The cycler prompted with an m31 air detected in cassette warning during drain 2 of 5 of treatment. Fluid was discovered on the external of the cassette and leaked from an unknown location. Fluid was not discovered in the pump module area. The film on the back of the cassette was not loose. Treatment was cancelled. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated fluid was noted following the reported m31 air detected in cassette warning cycler alarms and during step 9 of treatment as treatment was cancelled. The patient cancelled treatment and found fluid on the external of the cassette. The film on the back of the cassette was not loose and the cause of the fluid leak was unknown. The patient confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.